Event description:
On (B)(6) 2014 olympus biotech received a report of adverse events in a draft manuscript entitled "the treatment of atrophic, recalcitrant long-bone nonunion with human recombinant bone morphogenetic protein-7 (rhbmp-7): a retrospective review" (B)(6) . In this manuscript, the safety and efficacy of op-1 implant in 95 patient treated for recalcitrant long-bone nonunion between 1997 and 2012 in a single canadian institution was presented. This report concerns a (B)(6) patient (gender unk, study ID #(B)(6) ) who received on unit of op-1 implant with plate fixation on (B)(6) 2004 to treat a humeral nonunion. On (B)(6) 2004, the patient experienced a "surgical complication" which required evacuation of a hematoma and administration of PICC antibiotics. At the two-week post-operative visit on (B)(6) 2004, mild pain, hematoma, and drainage were reported. At the one year post-operative visit on (B)(6) 2005, a deep infection requiring debridement was reported. Bone union was not achieved at the one year post-operative visit and the patient was considered a treatment failure. The outcome of the events was unknown. On (B)(6) 2006 the patient had hardware removal, repair, and icbg. The author did not provide an assessment of seriousness and relatedness. The manufacturer's medical reviewer assessed these events and possibly related to op-1 implant and of unknown seriousness.

Manufacturer narrative:
Follow up information has been requested.